Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a caregiver experienced difficulty attaching luer connectors to the device, stating multiple connectors would not turn during the loading process. Symptoms included no clinical effects. Outcomes included no impact to health. Investigation included troubleshooting and user education to verify correct loading steps and rewinding. Investigation of this case revealed an inability to attach the connector at the device interface. It was concluded that the device connection issue could not be reproduced or confirmed without device evaluation.